Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the left ventricular (lv) channel, measuring greater than 2000 ohms. As a result, the patient was unable to get their magnetic resonance imaging (MRI). Technical services (ts) recommended assessing the lead for capture, noise, and fractures. No adverse patient effects were reported. This crt-d remains in service.